Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for the past 6-8 months they have been having issues with charging the implant. Caller stated that they will get the implant to 70% and then they have to reset the controller. Caller added that if they move or sit in a car they lose connection. Caller also stated that yesterday for example when they plugged the controller into the ac power supply the controller died and they had to reset the controller and it came back with a message that said memory problem (61) data had been lost, repeat the set up even though the controller was just at 100%. Agent walked caller through removing the battery pack and plugging controller into a ac power cord; confirmed controller powers on. Caller inserted the battery and confirmed controller is 100% and implant is 60%. Caller unplugged from ac and controller went blank. Confirmed this was an original battery from 2018. The issue was not resolved. A replacement battery pack was sent out. Pt called back stating that they received the replacement battery pack, however they were still having the same issues. Pt said that they charged the controller but every time they connected the recharger, the controller would start to look for the ins and then it would die. Pt reported that now a software problem (1-intellis, 2-3.0, 3-243, 4-qf_port) error message was appearing. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Pt saw memory problem data has been lost appear. Pt said that the controller kept losing the date and time and that they had set the date and time numerous times. Pt noted that their ins was at 30% and they couldn't recharge the ins. A replacement controller was sent out. Patient called back sharing that they got the new controller, put the battery in and went through the set up process, yet when the controller said to plug in the recharger, they did but then the controller died. Patient noted their issue was ongoing. Agent was going to review previous call ins to better understand the situation and asked to place the patient on hold but then they disconnected the call. Patient called back stating they had received replacement controller; however, every time they went to complete the setup process and would connect the recharger, the controller screen would turn black and unresponsive. Patient would have to unplug the recharger and reset the controller to attempt setup again and patient stated this had occurred 4 or 5 times. Patient reported at one point the controller did start to look for device, but then the screen went black. Patient reported no visible damage to the recharger, but did add that they had been having problems with it for a long time. Patient clarified sometimes it would take hours and hours to charge their implant and if they move it will lose connection. Patient also reported the screen will indicate charging good and they will sit for an hour and then notice it is not charging anymore. A replacement recharger telemetry module (rtm) was sent out . Patient mentioned they will send back all of their returns together once recharger is received. Patient called back and repeated previously documented event. Patient stated that it's been a while since it's very painful charging the implant and the controller kept telling them "the battery is going bad and the battery needs to be replaced". Patient stated they have been resetting the controller a couple of times but still didn't work. Agent had patient reset the controller, inspect visible damage to the battery compartment pins, battery pack, recharger and controller port, and clean the connections. Patient confirmed no visible damage. Agent had patient start a recharging session and patient stated that the controller battery was 90% while the implant was recharging 50% with excellent quality. Patient mentioned that they could charge the implant for now but later on it would stop charging again. Patient disconnected the call while they were on hold and agent tried calling the patient back but got no answer. Upon further review, agent also reviewed with patient that aside from resetting the controller, cleaning the connections also help resolve the issue. Patient called back and mentioned having called in last week. Patient stated the issue seemed to resolve after that call but then reappeared today. Patient clarified seeing batteries low replace controller batteries soon while attempting to charge their implant. Patient added that they have seen an increase in implant charge duration; for example, sometime their implant will charge in 15-20 and sometimes it will take 2-3 hours. Patient noted this is not always from empty to full. Patient stated if they lean against anything it will stop charging completely or give poor recharge quality. Agent sent request to repair for replacement recharger. Patient inquired as to ins longevity and mentioned discussing this with a rep; agent reviewed information. Patient (pt) called back and said the new recharger telemetry module (rtm) did not resolve the issue (batteries low replace controller batteries soon; increase in ins charge duration, poor recharge quality). A request was sent to repair dept to replace the controller. Additional information received that patient called back regarding charging issues in this case. Patient stated they wanted to inform they were still having issues completing the charging process even with the replacement equipment. Patient said they'd charge to 90% and then will get a message saying can't connect and to try again. Patient said they'd work their way up to 100% but controller will never say finished and said charging will start and stop. Patient said they will hopefully be changing out the implant and mentioned implant had been in for 8 years when it was supposed to last for 10 years. Agent reviewed as they were still having issues charging implant fully even with replacement equipment, to continue to follow up on recharging in person.